Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that discovered the issue, replaced the batteries, completed the pm and performed all functional and safety tests to factory specifications. The iabp was returned to customer and cleared for clinical use. (B)(6).

Event description:
During scheduled preventative maintenance (pm) service, the getinge service territory manager (stm) found that the battery run time for both batteries was below specifications. There was no patient involvement and no adverse event was reported.